Event description:
It was reported that at 13 days post-op, pt presented and was dx with acetabular implant loosening, which resulted in a complete revision of all components. Notes at 2 week post-op visit; excessive horizontal position of acetabular implant. Pt was asymptomatic at time of visit. Noted changed from immediate post-op x-rays.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.